Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No known adverse event. Resistance primary biopsy channel refer to expiration date as complaint notification date.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. The device has been repaired.